Manufacturer narrative:
The device history record was reviewed for the affected block, and no issues were found. The affected block was returned, and the dimensional inspection was completed with acceptable results per quality standards. Per the engineering investigation, the scan is relatively clear with no movement. There is under-segmentation (3-5 pixels) on the medial posterior condyle, which only affects sizing and possibly rotation. Segmentation along the critical areas of block fit is compliant with the acceptance criteria. The varus/valgus alignment of the femur was off by one degree of surgeon preference. The surgeon requested a six degree collet. The femur valgus angle was seven degrees. Per quality standards, the femur valgus angle must be within 0.5 degrees of surgeon preference. As a result of this investigation, the root cause of the issue is under-segmentation on the medial posterior condyle and varus/valgus misalignment on the femur. All employees who contributed to the design, manufacturing, and inspection of the quality of the affected product were informed of the details and results of this complaint. Segmentation training sessions have been conducted.

Event description:
It was reported that the surgical team experienced difficulty in using the device which extended surgery time 30-60 minutes.